Event description:
On october 11, 2006, the lay-user/reporter contacted lifescan alleging that his wife (the patient) was unable to test her blood glucos for 3 weeks because the cap on her one touch ultrasoft lancing device was falling off. The medical affairs specialist (mas) spoke to the reporter on october 13, 2006, to obtain/verify. The reporter stated that in 2006, at around 8:10 pm, the patient was in pain and not feeling well. He could not specify exactly what symptoms she had. The reporter indicated that the patient has a certain condition with her muscles and back where he experienced pain for the past couple of weeks. He did not attempt to test her blood glucose at the time the lancing device was broken. Due to the pain, the patient could not walk. The reporter called the paramedics. When the paramedics arrived, they tested the patient's blood glucose using an unidentified device and got a result of "35 mg/d." The patient was taken to the hospital where she received 3 "glucose injections,"IV glucose, and was later sent home after 4 hours. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to use the lancing for 3 weeks. During this time she had an episode where she was not feeling well, obtained a relatively low blood glucose result on the paramedics' meter, and received medical treatment for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.